Event description:
In addition to what were previously alleged, ppf alleges constrained liner. After review of medical records, patient was revised to address painful metal on metal articulation with early wear.

Event description:
Update may 08, 2017: legal medical records received. After review of medical records for MDR reportability it was found that patient had a re-revision ((B)(4)). Pfs alleges decreased rom and pain. There is no new information added that changes the MDR decision. This complaint was updated on: may 11, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Updated unknown stem . Added lawyer and law firm. Updated patient's initials.

Manufacturer narrative:
Additional narrative: this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered injuries, pain and impairment as a result of the implanted asr hip. Update rec¿d 02/28/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from dislocation and discomfort. Adding the stem to the complaint for the elevated ions.

Event description:
Update may 02, 2017: pfs papers received. Added new complainant information. After review of pfs, there is no new information that would change the existing MDR decision. This complaint was updated on may 5, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.